Event description:
Staff members were preparing to apply a set of multifunction electrodes to a pt (age and gender unknown). The staff indicated that the set of electrodes would not attach to the pt because they did not have enough adhesive material on the pad. The staff obtained another set of electrodes and continued to treat the pt. There was no adverse effect on the pt.